Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 13-1033-149 was not identified during the customer call. Biomed cannot replicate the error and only sees in the error log, recommended to perform the pm and run a basic infusion for an hour to see if the module errors out. If error shows, try to reflash the module or replace the logic board. Biomed will perform pm and call back if further assistance is needed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 error had 13-1033-149. There was no patient involvement.